Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported at the patient's six month visit, the patient's right eye implanted with a pcb00 intraocular lens (iol) had clouded over the last six weeks. It started with a wrinkle in her vision then gradually became worse affecting her distance and near vision. Posterior capsule opacification (pco) was observed and a yag (yttrium-aluminum-garnet) laser capsulotomy was performed in the same visit. No additional information was provided to johnson & johnson surgical vision.